Event description:
It was reported via receipt of clinic notes for the pt, that the pt had been experiencing seizures that were longer in duration than normal. On the clinic note dated (B)(6)2010, it was noted that the pt had "3 seizures this month, pretty long, 2 lasted 40 minutes. His time off reduced from 40 mins to 35 mins." A battery life calculation was performed with programming data available in house (from (B)(6)2003 thru (B)(6)2009), and the result indicated that the device was not nearing end of service. The pt had surgery where the generator was replaced, and the eri flag was set to no at the time the generator was explanted. Good faith attempts to obtain additional information from the treating physician are underway. In addition, good faith attempts to obtain the explanted generator for analysis are underway.